Event description:
It was reported that during implant, after suturing the lead, it exhibited a loss of sensing and an impedance measurement anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.